Event description:
It was reported that a new patient vns implant was being performed. The surgeon was unable to dissect down to the vagus nerve due to scar tissue, jugular vein pliability, and blood loss. The patient's carotid artery was kept bleeding every time the surgeon touched near the artery. The surgeon cancelled the surgery. The patient was not implanted. No products were reported to have been opened during surgery. No additional relevant information has been received to date.